Manufacturer narrative:
Total lot quantity is 81.

Event description:
Incorrect part name on external package label of device. The part name states drill, 2.0 x 120mm, cannulated, ao sterile although it should be drill, 2.1 x 120mm, cannulated, ao sterile. Part number is correctly etched on the device. The device was not used therefore there was no impact to the patient.